Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a partial seal. Regrasp alert and end tone was heard. Also, there was an evidence of delivered energy. Bleeding was minimal and hemostasis was achieved with a small clip. The procedure was completed with the same device and small clips. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.